Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba was installed in an fi test ventilator. The test ventilator was powered up from ac and delivered breaths. The pressure accuracy test was performed and passed. Post was executed 15 times without generating any failures. The ventilator operated for one (1) hour without failures. The test ventilator did not generate any diagnostic error codes. The data acquisition (da) pcba was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the pressure accuracy test (pvt test 4). There was no patient involvement.